Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review of the transmission, noise on stored episodes of non-sustained ventricular oversensing was seen. The patient had no reported symptoms. No programming changes were made.